Event description:
The customer stated that the insulin pump no longer alarms no delivery or empty reservoir when the reservoir is empty. The customer's blood glucose levels have also been elevating. The customer was unable to troubleshoot the insulin pump at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.